Event description:
Returned device rec'd from foreign rptr will comment of "rotor stall-rotor stall test done." No further info is available from foreign report source on this event. Device is presently in analysis at MFR's facility.

Manufacturer narrative:
07/02/1998: h6 - primary finding of device analysis revealed device failure due to a motor coil anomaly consisting of a broken coil mounting screw.